Event description:
Boston scientific received information that over 2000 ohms impedance measurements were observed on this cardiac resynchronization therapy defibrillator (crt-d) and both left ventricular (lv) and right atrial (ra) leads. Additional information was received confirming that the out of range impedance was discovered during a normal follow-up. No noise was observed upon checking and no further intervention was done. The device and leads remain in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.